Manufacturer narrative:
The date of manufacture was updated from 09/01/2009 to 09/01/2015.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse was not able to reproduce the issue. The fse did not find an instrument malfunction and stated the problem seemed to be intermittent per a conversation with the customer. The fse replaced the sampling syringe and the rinse block as preventive maintenance. The fse confirmed that the instrument was running per specifications and was not generating erroneous results. (B)(4).

Event description:
The customer reported the coulter act 5diff al instrument generated lower rbc (red blood cell), hgb (hemoglobin), hct (hematocrit) and plt (platelet) results without instrument generated messages for two patients. The instrument also generated lower white blood cell (wbc) results for one of the patients. Erroneous patient results were reported out of the laboratory; however, there was neither death, serious injury nor change to patient treatment.